Event description:
In 2008, the pt was implanted with a core tag thoracic endoprosthesis to repair a type b dissection with satisfactory results. Post-op scan (date unk) shows distal end of device infolded. Vessel remains perfused. There is circumferential apposition throughout the lumen. The device was deployed in true lumen of the dissection. No consequence, physician does not think pt needs to be treated.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in populations with acute and chronic dissections.